Manufacturer narrative:
E. (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bdi nsyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from to english: it was reported that after inserting the catheter, the safety mechanism does not activate even when the button is pressed.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure was confirmed, and the cause was determined to be manufacturing related. Five photographs and one insyte autoguard needle and needle cover were provided for investigation. The needle was received fully extended from the shield. Dry adhesive was found between the needle hub and the grip, which prevented needle retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.